Event description:
It was reported that the patient's device changed programs and amplitudes spontaneously. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the clinician was "starting over from scratch" to "see how things work." The patients device was re-oriented.